Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot no., UDI and manufacture date not available for this instrument at time of filing. A system checkout was not required as the damaged bent thoracic probe was replaced on site. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a bent thoracic probe that needed to be replaced. There was no patient present when this issue was observed.